Event description:
After implantation of a sapien xt valve, the patient's pressure dropped at the beginning of closure. A hematoma was noted in the lvot, as well as communication between the lvot and right ventricle. The hematoma became progressively larger and pericardial effusion developed. The patient was taken to surgery to repair the aortic root. During removal of the valve, the physician noted that calcium had punctured the lvot and the calcium appeared ¿fractured¿. The patient was not able to be taken off bypass and subsequently expired. The sapien xt valve had been delivered without difficulty. The rupture was attributed to calcium in the lvot. The native valve area was 407.4mm2 by CT. The native annulus and leaflets were severely (bulky) calcified. The lvot measured 3.87cm2. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was not held and there was no loss of capture.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that bulky calcification of the aortic annulus and tracking of calcium into the lvot is the likely cause of the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.